Event description:
As per report received from germany- edwards received notification of a pascal precision ace in tricuspid position where two devices were used and there was an slda (single leaflet device attachment) of the first device. The grade of regurgitation before the procedure was torrential. The pml was very restricted due to pacemaker lead. This case was already considered a multi-device strategy. There was no difficulty while removing sutures and there were no anatomical/procedural complications either. The grasping position was a-s 2-8 commissure for the device with the slda and the second one was a-s 2-8 parallel to stabilize it. The grade of regurgitation when the slda happened was torrential and after the procedure it was reduced to severe. The patient is in stable condition.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests that patient condition likely contributed to the event. The presence of a pacemaker led to significant restriction of the posterior leaflet, which could have potentially resulted in a slda. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.